Event description:
It was reported that the implantable pulse generator (ipg) system was removed due to bacteremia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2014-(B)(6). (B)(4).